Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 1/may/2023 fresenius became aware during follow-up that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery approximately 3 weeks prior. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient (scheduled) umbilical hernia surgery on 14/apr/2023. The patient had been experiencing drain complications and during an outpatient evaluation, it was noted the patient had a new ¿bulge¿ near the naval. Radiological/diagnostic studies identified a left-sided umbilical hernia which was not present prior to the patient starting pd for rrt. The patient successfully underwent the surgical hernia repair and was discharged later the same day in stable condition. The patients¿ fill volume was decreased from 2500 ml to 500 ml, and he resumed ccpd therapy utilizing the same liberty select cycler. However, on 20/apr/2023 the patient noted the abdominal jackson pratt (jp) drain (inserted during surgery) was ¿extremely full¿ of pink tinged fluid. The patient was sent to the emergency room later the same day and was admitted after it was confirmed dialysate was entering the patient¿s jp drain. Subsequently the patient was transitioned to hemodialysis (hd) for rrt to allow time for the patient¿s abdomen to fully heal. The patient was discharged on (B)(6) 2023, after which they began undergoing ¿back-up¿ incenter hd without reported issue. The pdrn stated the patient¿s liberty select cycler functioned as intended, however its usage likely created or exacerbated the umbilical hernia. The patient is recovering from the events.

Event description:
On 1/may/2023 fresenius became aware during follow-up that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery approximately 3 weeks prior. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient (scheduled) umbilical hernia surgery on (B)(6) 2023. The patient had been experiencing drain complications and during an outpatient evaluation, it was noted the patient had a new ¿bulge¿ near the naval. Radiological/diagnostic studies identified a left-sided umbilical hernia which was not present prior to the patient starting pd for rrt. The patient successfully underwent the surgical hernia repair and was discharged later the same day in stable condition. The patients¿ fill volume was decreased from 2500 ml to 500 ml, and he resumed ccpd therapy utilizing the same liberty select cycler. However, on (B)(6) 2023 the patient noted the abdominal jackson pratt (jp) drain (inserted during surgery) was ¿extremely full¿ of pink tinged fluid. The patient was sent to the emergency room later the same day and was admitted after it was confirmed dialysate was entering the patient¿s jp drain. Subsequently the patient was transitioned to hemodialysis (hd) for rrt to allow time for the patient¿s abdomen to fully heal. The patient was discharged on (B)(6) 2023, after which they began undergoing ¿back-up¿ incenter hd without reported issue. The pdrn stated the patient¿s liberty select cycler functioned as intended, however its usage likely created or exacerbated the umbilical hernia. The patient is recovering from the events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia, which required surgical intervention, hospitalization, and the temporary transition to hd. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectations or manufacturer specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia. Per the pdrn, the patient¿s hernia was not present prior to beginning pd for rrt. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: b3 and d10 (therapy dates).

Event description:
On (B)(6) 2023 fresenius became aware during follow-up that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery approximately 3 weeks prior. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient (scheduled) umbilical hernia surgery on (B)(6) 2023. The patient had been experiencing drain complications and during an outpatient evaluation, it was noted the patient had a new ¿bulge¿ near the naval. Radiological/diagnostic studies identified a left-sided umbilical hernia which was not present prior to the patient starting pd for rrt. The patient successfully underwent the surgical hernia repair and was discharged later the same day in stable condition. The patients¿ fill volume was decreased from 2500 ml to 500 ml, and he resumed ccpd therapy utilizing the same liberty select cycler. However, on (B)(6) 2023 the patient noted the abdominal jackson pratt (jp) drain (inserted during surgery) was ¿extremely full¿ of pink tinged fluid. The patient was sent to the emergency room later the same day and was admitted after it was confirmed dialysate was entering the patient¿s jp drain. Subsequently the patient was transitioned to hemodialysis (hd) for rrt to allow time for the patient¿s abdomen to fully heal. The patient was discharged on (B)(6) 2023, after which they began undergoing ¿back-up¿ incenter hd without reported issue. The pdrn stated the patient¿s liberty select cycler functioned as intended, however its usage likely created or exacerbated the umbilical hernia. The patient is recovering from the events.